Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues arise. Caller acknowledged and understood this guidance.